Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. The caller declined further troubleshooting, and no additional action was needed.